Manufacturer narrative:
Correction: please retract this report 2938836-2018-11054, the same issue was previously reported as 2938836-2018-10599.

Event description:
During follow-up, the device was unable to be interrogated. The issue was resolved by explanting and replacing the device. The patient was in stable condition and experienced no adverse health consequences.